Manufacturer narrative:
Corrected data: additional information was provided and clarified that the lens was partially inserted. The previous report indicated the lens was both partially inserted and fully inserted, and removed during the same procedure. Therefore, health effect - impact code 4631 is no longer applicable. Additional info: additional information was provided that another johnson & johnson lens, model zcu150 22.0 diopter was successfully implanted as a replacement. Sutures were not required. There was no issues as patient's surgery was successful. The lens was discarded. No other information was provided. The following sections have been updated accordingly: section a2: date of birth:(B)(6). Section e1: first/given name: (B)(6). Section h6: device code: 4009 delivery issue has been added.4631 removal/replacement is no longer applicable. Section h6: type of investigation: 4115 device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. The intraocular lens (iol) was inserted and removed during the same procedure or the iol was partially inserted. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens (iol) was inserted and removed during the same procedure or the iol was partially inserted. Section e1: first/given name: unknown/not provided. (B)(6) . Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) had a broken haptic and had to remove the lens from the patient's left eye. It was also reported the lens was both partially inserted and fully inserted, and removed during the same procedure. An incision enlargement and vitrectomy were not required. It is unknown if sutures were required. The surgery was completed with another lens. The patient status is unknown. No other information was provided.